Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the hospital after experiencing an infection leaving a hole, at the insertion site caused by the pod. No other information was provided on this event.